Event description:
In the past two months, there have been repeated instances of device failures involving the bear cub 750 vs infant ventilator during the ventilation of pts. In each instance, the pt was being ventilated with a bear cub 750 vs infant ventilator, which was operating in the simv mode with flow sensor in place. Unexpectedly, the ventilator ceased functioning. The device displayed a "failure to cycle" message. At that point, the ventilator did not provide present pressures; in fact, it did not provide any pressure to the pt. When these events occurred, and there appears to have been at least five such failures, the patients were immediately removed from the ventilator and ventilated manually. None of the patients were harmed in any way as a consequence of the device failures. In several instances, the failures involved devices that had been extensively serviced by viasys health systems, the parent company of bear medical systems, the bear cub 750 vs infant ventilator's manufacturer. Viasys health systems is aware of the above-described device failures and its field representative has been in close communication with the hospital's respiratory care staff concerning the recurring problems.